Event description:
It was reported that when a patient went back for a follow-up visit around 2014 (B)(6), there was an infection in the area of the implant site. Signs and symptoms of infection included pain. No culture was obtained. It was unknown if perioperative antibiotics were administered. At the time of the event, the patient was taking diltiazem, gabapentin, metformin, aspirin, paxil, and lovastatin. The patient had the risk factors of diabetes and urinary tract infections prior to device implant. Additional pertinent medical history included hypertension, hyperlipidemia, and diabetes mellitus. The patient¿s healthcare professional (hcp) prescribed oral antibiotics, including the antibiotic cephalexin at a dose of 500 milligrams four times a day that was pretty strong. It was making the patient nauseous and sick in the stomach and the hcp had the patient cut back on medication. The patient was still sick and the medication was discontinued due to the sickness. The patient also had a stomach ulcer about 12 years ago and had stomach issues since then. The patient was brought into the emergency room on the day of the report due to concern if the patient was having a bleeding ulcer again or what the issue was. The patient had been seeing a stomach hcp. The patient outcome was ongoing.

Manufacturer narrative:
Product ID 3037; product type programmer, patient product ID 3093-28, lot# va0l5jx, implanted: 2014 (B)(6); product type lead (B)(6).